Event description:
It was reported the customer's insulin pump would stop insulin delivery in the middle of a bolus. The customer's blood glucose was 399 mg/dl. Customer's blood glucose was treated with a 10 unit bolus. It was also found the customer had no delivery alarms on their insulin pump that was resolved by a complete set change. The customer's husband declined to check for presence of leaks or air bubbles in the tubing/reservoir. The husband was assisted with changing the customer's max basal rates. The husband was unable to complete troubleshooting at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.